Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was loaded incorrectly, the user failed to release the tabs before pulling the heartstring out of the loading unit. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned on (B)(6)2020 . An investigation was conducted on (B)(6)2020 . A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock was not disengaged. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed from the loading device. The seal was observed to have a slight crack in the middle inner coil portion of the seal as well on the first outermost coil as well. No other visual defects were observed. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.215 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the return condition of the device, the reported failure "fitting problem" is confirmed as well as confirmed for the analyzed failure "crack; seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was loaded incorrectly, the user failed to release the tabs before pulling the heartstring out of the loading unit. A replacement device was used to complete the procedure. The hospital did not report any patient effects.